Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) could not be powered on was confirmed during the visual inspection and functional testing. The root cause was determined to be a broken power switch, likely attributed to a user mishandling. During visual inspection, it was observed that the power switch was broken. The power switch was replaced to address the observed issue. The archive data review showed no significant discrepancies. Unable to perform the functional testing due to a broken power switch. The power switch was replaced to address the reported complaint. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
The customer reported that the autopulse platform (sn (B)(4)) did not power on using multiple autopulse li-ion batteries. Per the reporter, the power button is inoperable and parts of the power button are broken. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.